Event description:
It was reported that the ceramic tip of the sheath was broken. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.